Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver was not articulating properly and was snagging on tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the mega suturecut needle driver by the customer noting the instrument not articulating properly and snagging on tissue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The failure analysis investigation could not replicate or confirm the reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the suture/needling test. Failure analysis also found an issue not related to the reported event and not reported by the customer. The mega suturecut needle driver was found to have blade damage. One of the blade edges was indented. Common causes of the failure mode mechanical indentations/burrs instrument blades are typically attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage), mishandling the instrument, or misusing the instrument. Blades of an instrument that had burrs or indentations would not be able to cut material as expected, leading to the need to attempt multiple cuts to complete a transection. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The mega suturecut needle driver instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: it was reported that the mega suturecut needle driver not articulating properly and snagging on tissue. Medical intervention may be required in the event that a moving instrument mechanism within an instrument entraps tissue and causes damage. At this time, it is unknown what caused the device entrapment issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.